Event description:
A report was received that the patient developed hematoma after the trial procedure and was admitted in the hospital. Myelogram confirmed the hematoma. Then, the patient underwent a spinal surgery. It was uncertain if the hematoma was device or procedure related.

Event description:
A report was received that the patient developed hematoma after the trial procedure and was admitted in the hospital. Myelogram confirmed the hematoma. Then, the patient underwent a spinal surgery. It was uncertain if the hematoma was device or procedure related.

Manufacturer narrative:
Additional information was received that the patient had lost feeling from her diaphragm up to the way down. The patient was explanted and was still admitted in the hospital. However, no further information will be provided by the physician to bsc.